Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized about 6 weeks ago. The customer's blood glucose level was over 500 mg/dl. His blood glucose level was treated with insulin drip. He experienced a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was declined. The insulin pump was not delivering correctly. The device was not returned.